Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned in two segments totaling a length of 610 millimeters. Due to the condition of the lead, it was unable to be determined if all portions of all conductors were present. An extracting stylet was returned stuck in the tip segment of the lead. A cut was noted in the lead insulation approximately 122 millimeters from the tip of the lead. Surface abrasions and partial webbing damage was also noted. The clear medical adhesive was torn/separated from the gore covering at the proximal end of the proximal spring electrode, with the proximal spring stretched at that point. Calcification and tissue was noted on the gore of the both spring electrodes. The lead body of the tip segment is curled towards the distal end and appeared to have been pulled with force. The rs- conductor coil was extremely stretched in the tip segment. Towards the distal end of the segment, the tip housing had been pulled inside of the tined insulation. Some loose filars were noted on x-ray inside the tined tip insulation. It appeared that the lead was pulled to the point where the tip mesh broke away from the tip housing. No breaks in the rs conductor segments were noted. The returned portions of the lead were determined to have been electrically continuous. Laboratory analysis was not able to confirm the clinical observations.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range high pacing impedance measurement on the right ventricular (rv) lead. The lead was explanted due to a fracture and high pacing thresholds observed. A new right ventricular (rv) lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for analysis. This report will be updated upon completion.